Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the endurant main body was inserted and deployed down to the contralateral gate. Cannulation of the contralateral gate was performed and the contralateral limb was inserted. The physician attempted to rotate the external slider was rotated the device could not be deployed. The physician did not like how the delivery system handled and the device was removed from the patient undeployed. Another endurant contralateral limb of the same size was inserted and deployed successfully. This reportedly resolved the issue. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.